Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose level was between 204-340 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.